Manufacturer narrative:
Age at time of event - above 18 years and older. Device evaluated by MFR.: promus elite ous mr 20 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal region were found to be pulled and bunched. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 05-nov-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 2.5x15mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. After the lesion was pre-dilated, a 20 x 2.50mm promus elite drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The device was removed with no patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.